Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that this patient's device had flipped and in (B)(6) of 2012 a different pump was implanted. No patient symptoms were reported. This device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.